Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 99mm in diameter abdominal aortic aneurysm. The proximal aortic neck was 25mm in diameter and 8mm in length. The neck angulation was 24 degree and 66 percent thrombus was present at the seal zone. It was reported that on the final angiogram, a proximal type I endoleak was present. The physician implanted four aptus endoanchors however, the event did not resolve. The one month follow up CT scan performed found that the type ia endoleak had self-resolved. No additional clinical sequelae were reported and the patient is fine.